Event description:
It was reported that the implant at tooth site #14 fractured and was removed. Patient had implant restored since 2013 and patient was seen at our office for a suspected collar fracture due to the crown and abutment not staying torqued down. Dr. (B)(6) evaluated implant once crown and abutment were removed and saw collar fracture. Implant was removed and a larger implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar and signs of use, bone debris and damage to external threads from removal. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density. The reported device was at tooth location 14 (universal) and was used for approximately 9 years, 7 months. The customer did not provide x-rays or pictures. Appropriate documents were reviewed. DHR review was completed for the subject lot number: (61999038). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.